Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time 2 weeks prior to contacting lfs. The patient claimed obtaining blood glucose readings of ¿56 and 30 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management routine as a result of the alleged issue. The patient stated that prior to obtaining the alleged inaccurate results, she developed symptoms of ¿shakiness, blurred vision and out of balance¿; the patient was unable to recall the exact date and time the symptoms developed. The patient denied receiving medical treatment due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution to perform quality control testing. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.